Event description:
It was reported that during surgery the surgeon was using the impactor to impact a plate and that the tip of the impactor broke. There was a backup to complete the case and there was no surgical delay. Surgery was successfully completed with good outcome. No patient harm. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that there were no issues were found during manufacture that would contribute to the complaint condition. A manufacturing investigation was conducted. The report indicates that judson a. Smith, co. Manufactured the tip for dhs/dcs impactor, p/n 338.26, and lot number 4550661 on po 356297 dated march 26, 2003. Due to an unknown cause, the tip broke and broken piece(s) are not with the complaint. Initially, the part conformed to the certificate of compliance (dated march 24, 2003 for 48 pieces) and was inspected and conformed to the synthes incoming final inspection sheet #mcn0000, revision ¿l¿. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The tip for dhs/dcs impactor assembly was made to the synthes drawing p/n 338.26, revision ¿c¿, released on 10/15/1997 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.